Event description:
The customer called for help with her contour ts meter. While troubleshooting, she performed control tests and received a result of 179 mg/dl. The normal control range was 97-134 mg/dl. No adverse event were alleged. The test strips are to be returned for evaluation. Replacement test strips and a new contour ts meter were sent to the customer.